Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was 537 mg/dl, which the customer treated with a manual injection. The customer complained of a headache and noted that it was due to all the ups and downs in blood glucose. Assisted the customer in delivering 5 units of insulin via a fixed prime. The blood glucose reading was 574 mg/dl, and the customer stated that she felt fine. Nothing further reported.